Event description:
Additional information received indicated the device was reprogrammed to resolve the event but additional episodes of oversensing were still observed. Technical support was contacted, and additional reprogramming is anticipated to be performed.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
During remote follow-up, post-paced t-wave oversensing was observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.